Event description:
It was reported there was a patient alert for the right ventricular (rv) lead superior vena cava coil impedance increasing from a typical baseline of 50 ohms to 104 ohms. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.